Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ mueller hinton agar with 5% sheep blood catalog number 221176 which is a preamendment device. Investigation summary: the complaint was confirmed as the reported defect on a returned sample. The issue was contamination. No issue in DHR. No issue in retention sample. No trend.

Event description:
It was reported that while using 10 bbl - mueller hinton agar with 5% sheep blood contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "this is a report about contamination of the media."